Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the implantable cardioverter defibrillator withheld therapy for a ventricular fibrillation episode due to under-sensing. Shock therapy was eventually delivered, successfully converting the patient's rhythm. Programming changes were performed. There were no patient consequences.